Event description:
It was reported to resmed that an astral device did not to power on. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral main circuit board (pcba) was returned to resmed for an investigation. Performance testing confirmed the reported compliant. The main pcba was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device main pcba. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not to power on. The device was not in patient use when the reported event occurred.